Manufacturer narrative:
The batch number could not be verified due to incomplete or missing information and / or product from the customer. Our manufacturing q-system assures that production and process controls are in place to ensure that batches confirm to the applicable specifications before they are distributed. The loss of an endosseous dental implant after successful osseointegration and restoration is a known inherent risk of the procedure. Implants may have to be removed in case one or more of the implant success criteria are not met. Implant success criteria according to buser et al. (1991) are: 1. Absence of persistent subjective complaints such as pain, foreign body sensation and /or dysesthesia 2. Absence of a recurrent peri-implant infection with suppuration 3. Absence of implant mobility 4. Absence of a continuous radiolucency around the implant. The manufacturer's trend analysis confirms that the reported failure rate associated with its dental implants is below the expected failure rate for this treatment as published in the scientific literature.

Event description:
The clinician reports the implant was inserted (B)(6) 2017 in fdi 17. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2017 in fdi 17. Details of surgery: sinus augmentation. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis. No further patient complications were reported.

Manufacturer narrative:
The batch number could not be verified due to incomplete or missing information and / or product from the customer. Our manufacturing q-system assures that production and process controls are in place to ensure that batches confirm to the applicable specifications before they are distributed. The loss of an endosseous dental implant after successful osseointegration and restoration is a known inherent risk of the procedure. Implants may have to be removed in case one or more of the implant success criteria are not met. Implant success criteria according to buser et al. (1991) are: 1. Absence of persistent subjective complaints such as pain, foreign body sensation and /or dysesthesia 2. Absence of a recurrent peri-implant infection with suppuration 3. Absence of implant mobility 4. Absence of a continuous radiolucency around the implant. The manufacturer's trend analysis confirms that the reported failure rate associated with its dental implants is below the expected failure rate for this treatment as published in the scientific literature.

Manufacturer narrative:
The lot number reported by the dentist was not verified by the crm system, so it was not considered. The information provided in this report was based on information given by the dentist in neodent¿s products warranty form that was recorded in the system and is used by both the manufacturer and the subsidiary. The original complaint and the product were received by the subsidiary and did not arrive in the manufacturer yet. When this happens, a new evaluation of the complaint will be carried out and, if necessary, a new follow-up report will be send.

Event description:
(B)(4). The dentist reported that almost 3 years after the dental implant was installed in intraoral region 2#, its loss of osseointegration was observed. Moreover, 25n.cm of primary stability was achieved, the patient presented bone type iii.

Manufacturer narrative:
The batch number could not be verified due to incomplete or missing information and / or product from the customer. Our manufacturing q-system assures that production and process controls are in place to ensure that batches confirm to the applicable specifications before they are distributed. The loss of an endosseous dental implant after successful osseointegration and restoration is a known inherent risk of the procedure. Implants may have to be removed in case one or more of the implant success criteria are not met. Implant success criteria according to buser et al. (1991) are: 1. Absence of persistent subjective complaints such as pain, foreign body sensation and /or dysesthesia. 2. Absence of a recurrent peri-implant infection with suppuration. 3. Absence of implant mobility. 4. Absence of a continuous radiolucency around the implant. The manufacturer's trend analysis confirms that the reported early failure rate associated with its dental implants is below the expected failure rate for this treatment as published in the scientific literature.

Event description:
The clinician reports the implant was inserted on (B)(6) 2017 in fdi 17. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis. No further patient complications were reported.